Event description:
The caller stated, he was applying a passe muir speaking valve to a pt's tracheostomy tube. He deflated the cuff of the tube, applied the valve and the pt started to cough after a couple of minutes. He found that the cuff had reinflated on its own. He deflated the cuff a second time and the same thing occurred. The tracheostomy tube was removed and replaced with a like tube. The tube was examined after being removed and caller observed that the cuff had herniated toward the proximal end of the tube. Part of the cuff had pulled away from the cannula allowing air to re-enter the cuff. The caller stated, the cuff had been pretested prior to insertion. The cuff pressures were kept below 25 cm h2o.

Manufacturer narrative:
The lot number of the tube is unk. Return of the tube for failure investigation has been requested. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a follow up report will be submitted should any significant info result.